Event description:
The male patient received 3.5 x 18mm bx sonic stent in the proximal circumflex in 2004. Patient was hospitalized in 2007 for angina. For several weeks, the subject suffers from severe dyspnea, without respiratory cause. During admission, there were no cardiopulmonary abnormalities at clinical examination. ECG: sinus rhythm with qrs ends with st iso-electric sings without q waves. Biological measurements are normal. The angiography showed 85% intra-stent restenosis in the prox cx (towards median part), timi 3. The lesion concerns a proliferative in-stent restenosis pattern (in stent and beyond). Also a severe (75%) stenosis in the mid lad (spreading from prox to mid, type b2, excentric aspect) and a severe (75%) stenosis in the mid rca (spreading from prox to mid, type b2, thrombotic aspect). The ventriculography shows a severe infero-lateral akinesia with ef 45% in the left anterior oblique (global hypokinesia) and ef 50% in the right anterior oblique (global hypokinesia). As a result, a pci was done the same day successfully treating the 3 lesions.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.